Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: mach1 jr4.0. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured upon the inflation at 5 atmosphere which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the lesion was in the proximal to mid right coronary artery that was heavy with calcification. The 2.0 x 15 mm trek balloon was crossed to the lesion and an attempt was made to inflate the balloon; however, the balloon ruptured during inflation at 5 atmospheres for 2-3 seconds. A non-abbott balloon was used and a non-abbott stent was placed successfully to complete this procedure. No patient effects were reported. No additional information was provided.